Event description:
The customer reported that on 10/20/97 vasoseal was used following a diagnostic catheterization procedure. One hr later the pt began to bleed. Manual pressure was used and pt was kept overnight. Pt was discharged next day with no further complications.